Event description:
It was reported that the lead had fractured and exhibited high, out of range pacing lead impedance. It was explanted and replaced. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the lead tip measuring 56.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.